Event description:
It was reported that the pump exhibited a background positive supply error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: no product was returned for investigation. The cause of the reported problem could not be determined, and the complaint cannot be confirmed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: correction: model number: 3500.